Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual analysis noted the lead poly was twisted and the lead was wavy in some locations. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no additional anomalies. Laboratory testing confirmed that the lead poly insulation appeared twisted which is consistent with twiddler's syndrome.

Event description:
Boston scientific received information that this right atrial lead had dislodged due to twiddler's syndrome. The lead was explanted and replaced with no additional adverse patient effects reported.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.